Event description:
10 yo female; diagnosis of rhabdomyosarcoma; parents insisted on use of groshong's catheter; g catheter placed 1/16/95 and removed 9/6/96. Discovered retained tip 6/20/96 via radiographically. Unable to determine definitively which catheter is involved due to multiple catheters used throughout her care & treatment period. Physicians do not recommend removal. Father demands reporting to smda. Delay in reporting is due to uncertainty re: specific catheter involved and no known consequence to the pt as of this date.